Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: journal of minimally invasive gynecology. 2016; 23: 614¿621. Doi: http://dx.doi.org/10.1016/j.jmig.2016.02.014. (B)(4).

Event description:
It was reported via journal article: "title: synthetic graft augmentation in vaginal prolapse surgery: long-term objective and subjective outcomes." Authors: isuzu meyer, md*, gerald mcgwin, phd, thomas a. Swain, bs, mitchell d. Alvarez, md, david r. Ellington, md, and holly e. Richter, phd, md. Citation: journal of minimally invasive gynecology. 2016; 23: 614¿621. Doi: http://dx.doi.org/10.1016/j.jmig.2016.02.014. The objectives of the study was to report long-term objectives and subjective outcomes in women who underwent prolapse surgery with a synthetic graft augmentation. A total of 70 women (age: 60.3 ± 9.3; bmi: 28.3 ± 5.4) with symptomatic pelvic organ prolapse who underwent transvaginal graft augmentation using the prolift mesh system (ethicon) between july 2006 and december 2008 for a minimum 5-year follow-up were included in the study. Reported complications included dyspareunia (n-25), bladder perforation (n-2), surgical site infection (n-1), fever (n-2), urinary tract infection (n-8), vaginal tenderness in the distal vaginal (n-4), vaginal tenderness in the middle vagina (n-5), vaginal tenderness in the proximal vagina (n-12), vaginal stricture in the proximal vagina (n-1), and graft exposure (n-3). Although limited by a relatively low follow-up rate, this study provides the longest follow-up data assessing both subjective and objective outcomes in the current literature. Synthetic graft augmentation in transvaginal pelvic organ prolapse surgery can be a viable option, with positive outcomes at long-term follow-up.